Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR a review of the device history records was performed and no complaint related issues were found. The product was received in its entirety, unopened and undamaged. A manufacturing evaluation was performed. All seals and edges of the packaging were intact. Review of all clips in the order showed the entire lot to be incorrect. This complaint is valid from a manufacturing standpoint.

Event description:
It was reported that the labeling on the screw clips show 5mm instead 4mm. The actual product is a 4mm screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 120 of ti matrixneuro screw self-drilling 4mm from the same lot and same part number. Device is not distributed in the united states, but is similar to device marketed in the USA. Remove the 510k number. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).